Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported there were diminished r waves and t-wave oversensing (twos) was observed on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.